Event description:
It was reported that due to fluid loss the patient had his artificial urinary sphincter (aus) explanted. It was explained that the device was not working properly so the patient saw his physician two weeks before this surgery. Testing confirmed that tears caused saline leaks from the balloon. The cause of the balloon tear is unknown. After this operation, the patient improved. This event was resolved.